Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that six infusions set was crimped due to which hyperglycemia occurs within 3 hours of use. Infusion set was placed in abdomen. High blood glucose level was 300 mg/dl. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1904759- MDR 3003442380-2024- 12443- device 4 of 6.